Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm performed the helium leak tests as per the service manual found that the console is leaking off 10 psi per minute, should only leak off 3 psi in 30 minutes. The stm checked all connections and components on the fill manifold and found the helium regulator is leaking out the top. To address the issue the stm ordered and replaced the helium pressure regulator and ran the unit through a complete calibration and functionality tests. The stm ran the iabp through another console helium leak test as per the service manual, console did not leak any pressure off in a 30 minute period. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) helium levels drops while it is not in use in the storage area. There was no patient involvement and no adverse event was reported.